Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked the alignment of the aliquot probe, resulting within specifications. The cse noticed the sample cup with barcode was misplaced on the rack. Siemens is investigating the event.

Event description:
Customer reported experiencing a three hour delay for c-reactive protein newborn patient sample on a dimension vista 1500 instrument. The initial result was not reported out to the physician(s) due to an instrument malfunction. The instrument malfunction caused a puncture in the sample cup. Due to the puncture, the patient was re-drawn and tested. The customer reported out the re-drawn sample result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the three hour delay.

Manufacturer narrative:
The initial MDR 2517506-2017-00464 was filed on april 27, 2017. Additional information (05/12/2017): a siemens headquarter support center (hsc) specialist evaluated the data related to the event. This false transition error which was generated, does not induce a punctured sample cup if the sample cups are properly placed in the rack positions. Hsc reviewed the 14 day process error log and there have been no re-occurrences of the reported issue. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.